Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handset was showing code 510. When turning on the wireless recharger it either turns green for one second or it flashes orange. Caller states when you go to turn it on you have to hold it for a long time " to engage it" and then the green light shows and then it beeps and goes off. If it does go on it turns orange and then it goes off. Caller not sure if it over the implant or not. Patient states turning off the recharger and then hearing a tone and thinks it may be from the recharger. Patient has this problem first came home from the hospital and then since then no problem until today. During call, caller pressed the power button and a few seconds later the recharger was on and beeping. During the call, the recharger battery indicator lights were all green. Recharger connected to ins and stopped beeping as designed. Caller states the way it was implanted was the worse idea ever because patient's chin comes right up against the recharger and can't get the recharger in the correct position. Patient showed excellent connection and ins 75% charged. Additional information was received from the consumer who reported that they were still having issues with recharger. Caller stated ins was at 50% and it took an over hour and half and ins charge did not go past 75% (then patient said 100%). The handset kept saying recharger not found. Multiple times and before this recharger light would turn orange. Caller checked ins with handset after about an hour and half, ins showed charged 100%. The caller stated having problems since the day patient got it. Caller stated handset was fine for about the first hour and then showed recharger not found and recharger would beep. Caller went out of the recharger app and then checked with the therapy app. Handset would show a code 2508 or something like that. Caller would turn off the recharger and turn it back on. Patient has never had recharger replaced. Patient services (ps) reviewed ps would replace recharger. Caller stated ins was implanted too high where patients chin hits the recharger. Patient can't recharge for more than an hour. Ps emailed repair to replace recharger and also recommended informing dr about ins being replaced too high and patient having trouble recharging. Caller stated being irritated.

Event description:
Reason behind placement is unknown. No further actions/interventions are planned at this time per the consumer.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.